Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection and loosening.

Manufacturer narrative:
Revision knee surgery performed at (B)(6) hospital .(B)(6) 2017 primary implant date (B)(6) 2013. Revision reason is infection and loosening. Patient activity minimal at time of surgery due loosening and infection. Srom hinge knee with mbt thick tray implanted (B)(6) 2013. Over the past few months the patients knee has been washed out and antibiotics used to treat the infection. On (B)(6) 2017 the full revision knee was removed due to loosening and infection. A full cemented 1 stage revision technique was utilised. Surgeon didn't have details of previous revisions. Patient sticker from previous operation will be forwarded in an email. No ae to patient. No delays to procedure. Ztemp = srom hinge. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.